Event description:
Bed was found in "down storage area. Hi-lo head drifts down slowly. No injury reported.

Manufacturer narrative:
Technician located the bed in "down" storage area. Found head hi-low would drift slowly down due to faulty emergency trend valve. Replaced emergency trend valve to resolve this issue.